Manufacturer narrative:
This report is submitted on august 15, 2017.

Event description:
Per the clinic, an x-ray revealed that the electrode array was in an incorrect position, resulting in decision to explant the device on (B)(6) 2017. The patient was reimplanted with a new device during the same surgery.